Event description:
It was reported that a device displayed an error code 322 message. It was also reported that there was no pt involvement.

Manufacturer narrative:
Manufacturer ref. No. (B)(4). Baxter received the device in question. The device evaluation is still in progress. When complete, a supplemental report will be filed.